Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 90 percent) in the moderately tortuous proximal rca. It is unknown if pre-dilatation was performed. The calcified lesion could not be crossed with the device, since the vessel was too tortuous.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e., tortuous, and calcified target lesion).